Event description:
The customer reported symptoms of hypoglycemia such as weakness. The customer tried to test their blood glucose level, but was unable to due to an error 4 being displayed on their freestyle meter. According to the customer, their physician also recently changed their insulin medication. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of third party medical intervention, death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.